Event description:
A user facility reported this mask would not remain inflated while it was being used in a pt. There was no reported pt injury or problems. The device has been returned to lma north america and will be forwarded to the MFR for eval.